Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested explant due to inadequate pain relief. The patient had reported adequate pain relief during the trial period. At the patient¿s request, the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.